Manufacturer narrative:
After further review of additional information received. Complaint conclusion: as reported, the tip of a 120cm outback elite re-entry catheter became detached after successfully wiring the true lumen in a peripheral leg case. Therefore, the physician used an unknown balloon inside the sheath to trap the outback catheter tip against the inner lumen of the sheath and both the sheath and the tip were removed together. A new unknown sheath was placed. The patient did fine, and no complications were reported. The product was stored as per labeling and opened in a sterile field. Initially, up and over a 6f non-cordis was placed in the common femoral artery. While walking out the outback catheter, the scrub person felt a pop and the x-ray image confirmed that the tip had become detached. The target vessel was the left superficial femoral artery (sfa), which had severe calcification, severe tortuosity, and 100% stenosis. The device was prepared as specified by the instructions for use (IFU). There was no apparent damage to the device noticed prior to use. All specified ports were flushed with heparinized saline however, it was not followed by a 30 second pause and repeat flush. The user was trained with the device. The device was not inserted through a stopcock instead of a hemostatic valve. The reported issue occurred at the tip of the 6f 45cm up and over non cordis sheath. There was no withdrawal difficulty. The user did not encounter resistance when torquing the device. Once at the lesion, the cannula/needle actuated smoothly. The cannula was retracted prior to catheter withdrawal. Force was needed to remove separated tip from the patient. Other procedural details were requested but are unknown, unavailable, or not applicable. The device was returned for analysis. One non-sterile outback elite 120cm re-entry unit was received for analysis inside a plastic bag. During visual review, a separated/fractured condition was noted on the shaft of the unit, the nosecone/distal tip was separated, and it was not returned for analysis. No other visible anomalies were observed during the analysis. Note: the outback elite catheters are packaged with the cannula deployed. Since a separated/fractured condition was found on the shaft of the unit, an sem analysis was performed. Sem results showed that the separated area of the outer sheath of the outback elite 120 cm re-entry unit presented evidence of cup-and-cone-like shape and elongations on the outer sheath material of the unit. No other anomalies were observed. The cup-and-cone-like shape and elongations found on the outer sheath material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is likely that the outer sheath material was induced to a tensile force that exceeded the outer sheath material yield strength prior to the separation. No other anomalies were observed during sem analysis. A product history record (phr) review of lot: 17973234 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter tip/distal tip fractured/separated in patient¿ was confirmed through analysis of the returned device. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and the product analysis, procedural/handling factors may have contributed to the catheter tip/distal tip separation as evidenced by the cup and cone-like shape and elongations found during sem analysis that is commonly caused by material tensile overload. Therefore, it is likely that the outer sheath material of the device was induced to a tensile force that exceeded the outer sheath¿s material yield strength prior to the separation. According to the information on safety within the instructions for use (IFU), ¿depress handle deployment slide release button and incrementally advance the slide, as appropriate, to extend the cannula tip from the outback elite re-entry catheter lateral port and position it at the vascular target site. Maintain gentle forward pressure on the outback elite re-entry catheter shaft at the sheath. If resistance is felt during deployment, do not apply unnecessary forward push on the outback elite re-entry catheter. It may result in damage to the cannula tip and or separation of the cannula tip. Advance the guide wire through the cannula tip to position it as desired at the vascular target site. If, after advancing the guide wire distally, it is desired to retract the guide wire and resistance is experienced, first retract the cannula (guide) fully into the outback elite re-entry catheter, then proceed with retraction of the guide wire. Retract the cannula tip into the outback elite re-entry catheter by fully retracting the handle deployment slide until it stops. Release the handle deployment slide button to lock the deployment slide in the retracted position. Ensure the cannula tip is fully retracted into the catheter lateral port, and the handle deployment slide is locked, prior to withdrawing the catheter over the guide wire.¿ additionally, the IFU reports ¿always visualize tracking of the catheter tip over the aorto-iliac bifurcation. If strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback elite re-entry catheter. Excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked.¿ neither the product analysis nor the phr review suggests that the failure experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17973234 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a 120cm outback elite re-entry catheter became detached after successfully wiring the true lumen in a peripheral leg case. Therefore, the physician used an unknown balloon inside the sheath to trap the outback catheter tip against the inner lumen of the sheath and both the sheath and the tip were removed together. A new unknown sheath was placed. The patient did fine, and no complications were reported. The product was stored as per labeling and opened in a sterile field. Initially, up and over a 6f non-cordis was placed in the common femoral artery. While walking out the outback catheter, the scrub person felt a pop and the x-ray image confirmed that the tip had became detached. The target vessel was the left superficial femoral artery (sfa), which had severe calcification, severe tortuosity, and 100% stenosis. The device was prepared as specified by the instructions for use (IFU). There was no apparent damage to the device noticed prior to use. All specified ports were flushed with heparinized saline however, it was not followed by a 30 second pause and repeat flush. The user was trained with the device. The device was not inserted through a stopcock instead of a hemostatic valve. The reported issue occurred at the tip of the 6f 45cm up and over non cordis sheath. There was no withdrawal difficulty. The user did not encounter resistance when torquing the device. Once at the lesion, the cannula/needle actuated smoothly. The cannula was retracted prior to catheter withdrawal. Force was needed to remove separated tip from the patient. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will be returned for evaluation.